Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the piece of the tip cleaner in half was cut, a trace of the marker was detected in the patient through an x-ray.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. It could not be determined if the product in the picture meet specification. The picture showed the tip cleaner and a blue strand. Without the product a detailed investigation could not be performed. If additional information is obtained, or the product is returned, we will re-open this investigation. This reported complaint is off label use of the device tip cleaner. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use in video-assisted thoracoscopic surgery (vats) wedge resection, the piece of the tip cleaner was cut in half, a trace of the marker was detected in the patient through an x-ray. The piece of the scratch pad was used for mechanical pleurodesis of the lung. Planned post op x-ray routine was done. No future operation or intervention was needed due to the retained piece of scratch pad in the thoracic cavity. The patient was stable and discharged.